Event description:
It was reported that the patient presented in the emergency room. Chest x-ray and CT (computed tomography) scan confirmed cardiac perforation by the right ventricular (rv) lead. The rv lead was explanted and replaced on (B)(6) 2026. The patient¿s condition is unknown.